Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). It was mentioned that the faradrive sheath has the defective valve at the proximal end of the sheath and was not working properly (suspected leak). Thus, new sheath was opened and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was disposed.